Manufacturer narrative:
(B)(6). The device was returned for evaluation. Visual inspection revealed the heater bag line tubing was separated from the welded cassette sub-assembly. There was solvent residue present in the tubing and the deformed tubing shape showed the tubing was inserted fully into the port. Functional testing was performed and no abnormality was observed for the sample received. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the kaguya set was damaged. It was further reported that the heater bag line fell off from the cassette. This occurred during testing. There was no patient involvement. No additional information is available.